Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, selftest and displacement accuracy test. Pump passed the delivery accuracy test at 0.08680 inches. No under delivery anomalies noted during testing. Unit received with corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had over delivery. The blood glucose level was 164 mg/dl,139 mg/dl at the time of incident. Customer was assisted with troubleshooting. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer alleging the insulin pump because customer was experiencing unexplained low blood glucose. The product will be returned for the analysis.